Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had an erratic display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.